Manufacturer narrative:
H3: device has been returned to the manufacturer, however, device analysis is pending.

Event description:
It was reported that a balloon rupture occurred.the target lesion was located in the right coronary artery (rca), which was 90% stenosed, moderately calcified, and moderately tortuous. A 3.00 mm x 15.00 mm agent dcb was selected for treatment and advanced into the patient. During the first inflation utilizing nominal pressure for 30 seconds, the balloon ruptured. The device was fully removed from the patient without complication. The procedure was successfully completed and there were no patient complications reported.